Event description:
It was reported that the Implantable Pulse Generator (IPG) and leads migrated and the patient was no longer experiencing adequate pain relief. The patient underwent a Spinal Cord Stimulator (SCS) replacement procedure and was doing well postoperatively. The explanted device components were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 7174185.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 7174252.Model/Catalog Description: LINEAR ST LEAD KIT 50 CMUnique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-4316.Batch/Lot Number: 37454754.Model/Catalog Description: CLIK ANCHOR.Unique Identifier (UDI) #: (b)(4).SC-1216 (b)(6).SC-2218-50 (b)(6).SC-2218-50 (b)(6).SC-4316 (BN/LN 37454754).Investigation results.The IPG, leads and anchoring device were not returned for analysis; therefore, a technical analysis could not be performed. The explanted device components were not returned due to facility policy.Device History Record.It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review.A labeling review was conducted and determined that the reported event is a known risk of implanting a pulse generator as part of a system to deliver Spinal Cord Stimulation (SCS). The event is consistent with risks disclosed in the device labeling.Investigation Conclusion.Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.